Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open total prostatectomy, I-blade was broken off when the handle was grasped forcibly since the handle was too stiff. The broken pieces were retrieved but it took a while to locate the pieces. No pieces were left inside the patient. (B)(4) was used. Another device was used to complete the case. There were no adverse consequences to the patient.